Event description:
The manufacturer received information alleging the device's delivered ventilation volume was lower than the volume that was set. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issue.

Manufacturer narrative:
The device was evaluated but not yet repaired, pending customer approval of the estimate.